Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure the spring of the capture system broke off into the patient. All broken pieces were removed with a grasper. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
It was reported that an open surgery was performed in order to finish the procedure and as a result, there was a 90 minute delay.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.